Event description:
Information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving clonidine and dilaudid (doses and concentrations unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included a femur rod and hip replacement in 2012. On (B)(6) 2015, the patient experienced numbness in her toes and fingers. The patient was wondering if the catheter was loose and the medication could be going to the wrong place. Additional information has been requested regarding the cause of the event, diagnostics, and steps taken to resolve the numbness, but it was not available at the time of this report. If additional information becomes available, the event will be updated. Additional information was received from a consumer. In (B)(6) 2016, the bottom of the patient's toes, feet and legs were getting numb. On (B)(6) 016, the patient had an appointment to follow-up with their healthcare provider (hcp). Additional information received from the patient indicated that the pump was replaced in (B)(6) 2016 because it needed to be replaced. Reportedly the old pump was recalled and patient wanted to know why the health care professional put the same pump in. The patient then stated that her pump quit in (B)(6) 2015, the pump was due to come out anyways but patient had to wait until 2016. Patient wanted to know if they would have kept the pump and checked it or what would they have done with it. There were no symptoms reported during this call

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.